Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received a critical pump error and multiple insulin pump errors. The customer was assisted in clearing the alarm. Customer was able to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer also reported the battery compartment was cracked. Customer stated they saw fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.